Event description:
Charite patient contacted depuy spine reporting that after implant in 2004, she felt relief from pain. After starting physical therapy 1-year post-op the pain returned. Her pain is not as bad as before the operation. Physical therapy included use of a rowing machine and lifting 30 pounds. As this could result in the need for surgical intervention an MDR is being filed to document this adverse event.

Manufacturer narrative:
Information about this case is limited. Patient began pt 1-year post-op. There has been no surgical intervention in the case and no connection that could be made to the depuy spine product being the cause of her current pain. No definitive conclusions can be made at this time.